Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: a review of the pump history showed no activity related to the issue. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an other (unusual issue) issue. It was reported that a non-specific pump issue occurred but did not have time to discuss. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation of a non-specific pump malfunction.